Manufacturer narrative:
Failure mode was not confirmed for this complaint due to no pictures or samples sent for analysis. Production batch history records for this applicator were reviewed and no non-conformities. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Follow up emdr (B)(4).

Event description:
Material no.: 930815ns batch no.: 0255760. It was reported by the distributor that there was a particulate. Per report: particulate.

Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available.

Event description:
It was reported by the distributor that there was a particulate.